Manufacturer narrative:
Patient information is unknown. It is unknown when the event occurred. This report is for a scrdriver shaft 3.5 t15 self-hold f/ao/a/unknown lot. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a star drive shaft screwdriver is worn out and does not have a grip during augmentation revision surgery. Patient consequence: none. Patient consequence description: none. Action taken for procedure: the doctor needed it and continued using it. This complaint is for one (1) device. This report is for an unknown screwdriver shaft. This report is 1 of 1 for (B)(4).